Event description:
It was reported that a patient underwent a right hemicolectomy procedure on (B)(6) 2011 and a drain was placed at douglas pouch. After the surgery, the patient was found to have a perforation of the appendix. The patient underwent a CT scan, and the results showed there was also inflammation in other areas. The patient underwent a re-operation, and the surgeon found the drain was touching the sigmoid colon, which was perforated. The surgeon opines the sigmoid colon became weakened due to an inflammatory reaction because of the perforation of the appendix. Then the drain touched to it, so it might be why it perforated. The surgeon also opines that it was possible that the milking of the drain had been done very strongly. Currently, the patient left the hospital, can take meals as usual, and go to another hospital.

Manufacturer narrative:
(B)(4). The patient had appendicitis at the time of the procedure. The perforation of the appendix occurred during the initial operation and the surgeon opines the perforation of the appendix was from the appendicitis. The drain was cut prior to use in the patient and functioned as expected during use. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1010896 mfg date: 08/01/2010 exp date: 08/31/2015; batch j103890 mfg date: 06/01/2010 exp date: 06/30/2015. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1010896, batch j103890.

Manufacturer narrative:
It was reported that a patient underwent a right hemicolectomy procedure on (B)(6) 2011 and a drain was placed at douglas pouch. The patient had appendicitis at the time of the procedure. After the surgery, the patient was found to have a perforation of the appendix. The patient underwent a CT scan on (B)(6) 2011, and the results showed there was also inflammation in other areas. The patient underwent a re-operation on (B)(6) 2011, and the surgeon found the drain was touching the sigmoid colon, which was perforated. The surgeon opines the sigmoid colon became weakened due to an inflammatory reaction because of the perforation of the appendix. Then the drain touched to it, so it might be why it perforated. The surgeon also opines that it was possible that the milking of the drain had been done very strongly. The perforation of the appendix occurred during the initial operation and the surgeon opines the perforation of the appendix was from the appendicitis. The drain was cut prior to use in the patient and functioned as expected during use. The patient left the hospital and was able to take meals as usual.